Manufacturer narrative:
The device is not available for analysis. Therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established. A conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to the device becoming stuck in a partially inflated state. The device would not inflate further or deflate. It was determined that the right cylinder had crossed over the left corporal body. A new ipp was implanted. There were no patient complications reported.